Event description:
Reaction to latex gloves on more than one occasion. Event on 6/27/96 required treatment in ER. Rash with severe itching following the wearing of latex gloves. Rash on hands, arms, abdomen, facial flushing, edema of hands, difficulty breathing. Sent to dermatologist/allergist, "glove test" positive, scratch test negative, intradermal test quite positive at a 4+ level (maximum reaction that could be measured). Add'l event date 7/9/96.